Manufacturer narrative:
Additional information was received a philips technical consultant (tc) reviewed the findings and confirmed that the issue was attributable to the site¿s network performance and not to the philips equipment. The customer has advised philips that they will continue to monitor the situation. As per the definition of non-reportable, based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Analysis was conducted by a philips remote service engineer (rse), including an interview with the customer, who reported slow system responsiveness and failure to load the worklist. A philips technical consultant (tc) reviewed the findings and confirmed that the issue was attributable to the site¿s network performance and not to the philips equipment. The customer has advised philips that they will continue to monitor the situation. Based on the information available in the case, the cause of the reported problem was confirmed to be a customer network issue. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that device is not loading patient demographics and screen keep freezing. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) looked into the matter, and it was mentioned the issue was network related. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.